Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 21.4cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 24sep2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via radial artery. The target lesion was located in the severely tortuous and mildly calcified right coronary artery. A 2.50 x 38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion after multiple attempts. The procedure was completed with a different device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed a broken hypotube.